Event description:
The customer reported an intermittent loss of system functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated. The 5 vdc power supply was adjusted. The system was tested and found to be working as intended and returned to service.